Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient reported the emergency room after hearing his device alarm. Interrogation of the device revealed high rv impedances, noise, intermittent/inappropriate pacing and a fracture. The lead was replaced. No patient complications were reported as a result of this event.